Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 20 mg/dl and 26 mg/dl at the time of incident, current blood glucose was 72 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced no any symptoms. Event caused to hospitalization was unconscious due to a low blood glucose. The drive support cap appears normal (slightly indented). The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.